Manufacturer narrative:
Occupation is patient/consumer the product was requested to be returned for investigation. The investigation is ongoing.

Event description:
The initial reporter stated there was an issue with a coaguchek softclix lancing device. The customer has the softclix device set to 5.5 and when the cap and needle are properly in place, the needle protrudes from the cap.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.